Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). H3 other text: device not returned to manufacturer.

Event description:
On 8th september, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was a need of fixing the axis of the dome to the arch and for safety reasons the lighting has been turned off. This issue may be due to the connection between fork and lighthead being loose, which could lead to the lighthead detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: previous on 8th september, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was a need of fixing the axis of the dome to the arch and for safety reasons the lighting has been turned off. This issue may be due to the connection between fork and lighthead being loose, which could lead to the lighthead detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 8th september, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was a need of fixing the axis of the dome to the arch and for safety reasons the lighting has been turned off. This issue may be due to the connection between fork and lighthead being loose, which could lead to the lighthead detachment. On 19th september additional input from technician indicated that there was lack of support between the dome and the half arch because three screws were unscrewed. Photographic evidence confirmed that issue and also indicated that the cover plate was cracked with missing particles, label on fork was damaged with missing particles and paint on fork and headlight handle was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 8th september, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was a need of fixing the axis of the dome to the arch and for safety reasons the lighting has been turned off. This issue may be due to the connection between fork and lighthead being loose, which could lead to the lighthead detachment. On 19th september additional input from technician indicated that there was lack of support between the dome and the half arch because three screws were unscrewed. Photographic evidence confirmed that issue and also indicated that the cover plate was cracked with missing particles, label on fork was damaged with missing particles and paint on fork and headlight handle was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 8th september, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was a need of fixing the axis of the dome to the arch and for safety reasons the lighting has been taken out of service. This issue may be due to the connection between fork and lighthead being loose, which could lead to the lighthead detachment. On 19th september additional input from technician indicated that there was lack of support between the dome and the half arch because three screws were unscrewed. Photographic evidence confirmed that issue and also indicated that the cover plate was cracked with missing particles, label on fork was damaged with missing particles and paint on fork and headlight handle was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 8th september, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was a need of fixing the axis of the dome to the arch and for safety reasons the lighting has been turned off. This issue may be due to the connection between fork and lighthead being loose, which could lead to the lighthead detachment. On 19th september additional input from technician indicated that there was lack of support between the dome and the half arch because three screws were unscrewed. Photographic evidence confirmed that issue and also indicated that the cover plate was cracked with missing particles, label on fork was damaged with missing particles and paint on fork and headlight handle was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 8th september, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was a need of fixing the axis of the dome to the arch and for safety reasons the lighting has been taken out of service. This issue may be due to the connection between fork and lighthead being loose, which could lead to the lighthead detachment. On 19th september additional input from technician indicated that there was lack of support between the dome and the half arch because three screws were unscrewed. Photographic evidence confirmed that issue and also indicated that the cover plate was cracked with missing particles, label on fork was damaged with missing particles and paint on fork and headlight handle was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 700. It was a need of fixing the axis of the dome to the arch and for safety reasons the lighting has been taken out of service. This issue may be due to the connection between fork and lighthead being loose, which could lead to the lighthead detachment. On 19th september additional input from technician indicated that there was lack of support between the dome and the half arch because three screws were unscrewed. Photographic evidence confirmed that issue and also indicated that the cover plate was cracked with missing particles, label on fork was damaged with missing particles and paint on fork and headlight handle was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. According to the information provided the oxidation was probably caused by an inappropriate cleaning protocol. The gap between the fork and the lighthead was caused by a loosening of the bracket fixing screws over a long period of time due to a lack of thread-locking patch on 3 screws in production line. This phenomenon could occur over a long period of time without any preventive maintenance and is easy to detect during the preparation of operating theatre, or when handling the light head. To prevent any safety issue the user manual mentions to check the lightheads for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. The holding plate damages are due to impacts, collisions (abnormal use) or the spacer has been forgotten during assembly or a maintenance (stressed by screw). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the impacts, we recommend to perform corrective maintenance to rectify the default after its detection. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.